Event description:
It was reported that the patient underwent a left knee surgery. Subsequently, the patient had swelling in the left knee resulting in a left knee aspiration approximately 2.5 years later. No further complications or results were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Implant date: 2008. Concomitant medical products: 42504607001 - femur cemented standard left size 11 - 64655857. 42556807005 - femoral posterior augment cemented size 11, 11+ 5 mm thickness - 64804890. 42560117518 - stem extension straight splined uncemented 18 mm diameter +175 mm length - 64716473. 42542007901 - tibia fixed cemented left size g stem extension use required - 64679178. 42512801012 - articular surface fixed bearing constrained condylar knee (cck) left 12 mm. Height use with tibia sizes g, h / revision femur sizes 11, 11+, 13 with lo - 64341097. 42560317514 - stem extension 3mm offset splined uncemented 14 mm diameter +175 mm length - 64739783. 42545000513 - tibial central cone size large - 64800272. Unknown - unknown palacos cement - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03501, 0001822565-2022-03502, 0001822565-2022-03503, 0001822565-2022-03507, 0001822565-2022-03509, 0001822565-2022-03510, 3005751028-2022-00022.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient works as a structural maintenance journeyman, pain for over 1 year, effusion resulting in aspiration relieves pain, no synovial fluid culture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.